Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(6) ag received a complaint from taiwan stating that an m530 ohx had a burning smell prior to surgery. There was no patient involvement.

Manufacturer narrative:
This is a final report. An investigation of the reported incident was conducted and revealed, that the malfunction was due to a burnt ntc (r15) on the voltage selector board. Tests on a representative m530 ohx, a design review of the electronic circuits including component specifications and an investigation on the affected voltage selector board was performed. It was concluded that the defective component ntc "r15" is an isolated, random component failure. Replacing the voltage selector board corrected the issue and the device was functioning according to specifications.